Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. At the time of the occlusions the customer did not observe insulin drips dripping out of the infusion set tubing during the load fill tubing sequence. A supply change was performed and no insulin drips were observed to be dripping out of the cartridge pigtail during the load fill tubing sequence. Customer's blood glucose (bg) level was 503 mg/dl and a manual injection was used to correct. The customer declined a follow up by tandem technical support to ensure that alternate therapy was obtained.